Event description:
During a posterior cervical procedure, the patient¿s head slipped in the skull clamp. There was no patient injury, no intervention necessary, or any delay in surgery reported. The slippage occurred during the beginning of the case while the surgeon was performing decompression. Additional information was requested and on 23mar2017, the following was provided: the patient was prone for the entire surgery. The surgery was not performed with a stereotaxy device. The surgeon felt the patient's head slip during decompression. The length of time the product was in use before the event occurred was approximately 45 minutes. After the slippage occurred, no action other than ensuring that the patient didn¿t slip any more in the case. However, the patient slipped only a slight bit. The slip did not impact patient outcome.

Manufacturer narrative:
Investigation completed 5/02/17. Method: -device history review -trend analysis -failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) were manufactured on 10 /26/2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Complaint not confirmed. The device had little to no movement when pressure was applied. Could not duplicate slippage during test; clamp passed all functional testing. Unit was last repaired on march 14, 2016 and will require pm maintenance performed at this time. Conclusion: the root cause could not be determined. The failure could not be duplicated during testing. When the unit setup with ample travel and torque was applied; maintained with no issues.